Manufacturer narrative:
Investigation conclusion: a review complaint history did not identify any adverse trends for the reported issue for this product. Root cause: insufficient information. Source: online review.

Event description:
Customer reported one false negative sars result. The consumer communicated the result was confirmed positive at the emergency room the following morning (method unknown).